Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with their right ventricular lead exhibiting noise. Lead replacement was discussed; however, no intervention was performed. The patient was asymptomatic throughout.